Event description:
The technician alleged that the side rail will not latch. No patient impact.

Manufacturer narrative:
The technician found the side rail ratchet rivet is missing. The technician replaced the side rail ratchet to resolve the issue.